Event description:
It was reported that during a pta treatment procedure,difficulties were encountered with the sasuga balloon. The physician used a 4fr mosquito introducer sheath for vascular access, and a transcend 14/135 cm guidewire to cross the lesion. The lesion being treated was a calcified, 80% stenotic lesion in a very tortuous radial artery. After the first inflation to 12 atms, sasuga balloon became stuck on the transcend guidewire. It was then noted that the balloon shaft was kinked, and the balloon could not be deflated. The pt was asymptomatic during this event. The sasuga balloon was removed with the guidewire and sheath, and a wanda balloon was used to successfully complete the procedue. No pt injuries or complications were reported. Pt status is reported as 'good'.